Manufacturer narrative:
(B)(4). This MDR reports one of the two pipeline flex stents implanted in the patient. The other device from the same event is reported in MDR MFR# 2029214-2015-05071. The device was not returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Stroke is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use.

Event description:
The following report was received by medtronic: a patient suffered a stroke 24 hours post pipeline flex treatment, as a result of showered emboli. The patient was treated with 2 pipeline flex devices for an unruptured fusiform large wide-necked aneurysm located in the supraclinoid segment of the right internal carotid artery (ica) proximal to the anterior choroidal artery. There was minimal vessel tortuosity. No difficulty was reported during the procedure. Post procedure angiogram showed a good result. Twenty four hours post procedure, the patient was diagnosed with a stroke. The stroke was noted to be in the same location as the treatment site. The patient is in a stroke rehabilitation facility. There is no alleged product issue.